Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, 1) inratio 4.4, lab: 2.8, mean: 3.60, confidence limits: 2.2-5.3. Date: the same day, 2) 3.7, 2.8, 3.25, 1.9-4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values were within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Function testing is not required at this time, but meter will be tested when it is returned. Inratio precision data provided by end-user lot: date: the same day, 1st inr = 4.4, 2nd inr = 3.7. Inratio meter: mean: 4.1, sd: 0.5, %cv: 12.2. The 12.2% cv is less than 20%. Inratio meter results pass the criteria for precision. No further testing is required at this time. Meter was returned and functional testing performed. Results were: - no errors found in functional testing.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009, inratio: 4.4, lab: 2.8. Date: same day, 3.7, 2.8.